Event description:
When using the first sleeve, the trocar fell through the side of the sleeve, and the pt developed a pneumo preperitoneally. When using the second sleeve, the sleeve's fiber trapped the omentum which required cutting the omentum to allow removed of the sleeve. All this occurred in the presence of the representative of the vendor.